Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. Reference: (B)(4).

Event description:
It was reported that during an unspecified procedure where the bovie knife was utilized, the ultrasound system hang up. This resulted in sluggish behavior of the system. The user rebooted the system but the freeze button had a time lag of 20 seconds. The static images were able to be saved but the clip images could not be saved. It was also found that the electrocardiogram (ECG) test was not displayed. The ultrasound system was reported to be installed in the operating room. No additional information was provided. Multiple attempts were made via email to obtain additional information regarding the reported phenomenon and patient outcome but with no results.

Manufacturer narrative:
Investigation: the complaint was investigated for system delays after bovie knife used. In this case, engineers analyzed the log files and confirmed that the cause of this issue is an error in the design of the connection of the auxiliary (aux) ECG input of the common physio module (cpm). There are two sources causing this issue. The first source is that the ground connection between the cpm and the aux connector had a small gap that caused the ground not to be properly connected. The second source is that high frequency noise was coupled to the ground line in the aux cable. These made the cpm more susceptible to electrical noise from sources such as the bovie knife used in the operating room. The electrical noise interrupted the communication between the cpm with the rest of the sc2000 system. Complaint reference #: (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that after the patient was sedated, the patient underwent heart surgery. The transducer was being used during scanning when the ultrasound system hang up. The ultrasound system was rebooted but it did not remedy the reported phenomenon. Reportedly, the user tried various ways to troubleshoot the issue but was unable to fix it. The ultrasound system could not show the images that the physician needed in order to operate. After a 4-hours delay, the surgery was finally completed. It was reported that the patient was under anaesthesia for a total of 8.5 hours. The delay did not result in any patient adverse event. No additional information was provided.